Manufacturer narrative:
The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 3 months after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 30n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type I).

Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4). The dentist reported that 1 year and 3 months after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 30n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type I).